Manufacturer narrative:
On 13-aug-2021, the product investigation was completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation afib - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The catheter introducer was stuck on the electrode at the tip of the catheter. Device evaluation details: according to the picture provided by customer, the introducer is observed stuck at tip. No other anomalies can be observed on the picture. Additionally, the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, od's and carto evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf uni-directional navigation catheter. The od's testing was performed, in accordance with bwi procedures. The catheter was in spec correctly. Carto test was performed, in accordance with bwi procedures. The returned sample was connected to the carto3 system and error high force was displayed on the screen. Therefore, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed for the finished device [(B)(4)] number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation afib - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The catheter introducer was stuck on the electrode at the tip of the catheter. The catheter introducer was stuck on the electrode at the tip of the catheter. They pushed the introducer back on the sheath. The force arrow on the catheter image was then displayed incorrectly. The catheter was also displaying erratic force readings as well on the smartablate generator. They tried to re-zero the catheter several times and it would zero but then when the catheter was moved, the force readings would display erratically again. The catheter was exchanged and the issue was resolved, the case was completed. The carto 3 system and the smartablate generator are working per specs. There was no damage to the catheter. The stickiness was noted when the introducer made it to the level of the electrodes. The damage did not result in any lifted or sharp rings but the introducer definitely had sharp edges. There was no detachment. The force readings issue is not MDR-reportable. The stuck introducer is MDR-reportable. The sharp edges/protrusions of the introducer is MDR-reportable.

Manufacturer narrative:
On (B)(6)-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)